Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapling device was being applied to the colon. When the surgeon was using the device, the stapler did not fire. Stopped and did the step on usage, but the device still failed to fire. The product was unable to be used.